Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. The investigation is complete. Report source: (B)(6). Visual examination of the returned product identified the head of the bone screw has fractured. Screw head shows damage around the outer diameter of the head from insertion. Fractured piece is still attached. Witness marks from insertion are noted on the screw taper between threads and head. No other damage was noted. Sem analysis of the bone screw head showed that it suspected to have fractured due to shear overload. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure burrs were found when inserting the screw. This surgery was finished with backup product. Upon initial inspection, the bones screw appeared to be fractured at the head. Attempts have been made and additional information on the reported event is unavailable at this time.